Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. A hospital director advised that they are conducting their own investigation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital staff employee reported a patient had a pattern of corneal ridges on their cornea post refractive surgery. The surgery went routinely. Lasik flap was cut and lifted as normal. Treatment with excimer laser was normal. There are multiple related reports for this facility. This report addresses a patient with corneal ridges and other manufacturer reports will be filed.